Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient draining slowly during treatment. It was noted that the patient had drained 4064ml which is 203% the patient¿s largest prescribed fill volume of 2000ml. Upon discovery of the iipv event, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause of the iipv event was unknown. It was noted that the patient does not perform manual treatments between their therapies. The patient did not experience any injury or require medical intervention as a result of the issue. The patient did not miss any treatments and has been able to continue with peritoneal dialysis therapy on their new cycler without complications. Additional information was requested but was not available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the recess of the bottom cover adjacent to the pump, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results negative for glucose. A simulated therapy was successfully completed on the device with no issues noted. The weighed fill volume values were found to be within tolerance during the treatment. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification was also performed and the measurements were found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.